Manufacturer narrative:
According to the customer, "she used the pack at night and when she woke up the pack was leaking. Customer stated she folded the pack and placed in her underwear. When she woke up she noticed the issue." No additional information is available at this time. A sample has been requested for evaluation. Due diligence has been completed. No additional details are available related to the customer reported issue. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "she used the pack at night and when she woke up the pack was leaking. Customer stated she folded the pack and placed in her underwear. When she woke up she noticed the issue."